Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the n-compass nitinol basket would not open or close. A new basket was used to complete the procedure. It was further noted that the basket sheath had the appearance of being accordion 2 mm from the support sheath and it was also noted the basket formation had a broken wire. There were no adverse effects to the patient reported.